Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and no patient consequences.

Manufacturer narrative:
The field complaint that the programmer displaying an error could not be verified. During analysis, a working wand was connected, and a device was interrogated successfully. The telemetry spacer was inserted and the telemetry remained with one solid led. The dtm board and j9 were inspected and found to be okay. No interrogation anomalies found at the time of analysis.